Event description:
During placement of an mcs 3-mm x 8-cm helical coil, the physician was unable to detach the coil. The coil was removed with no adverse events. This was the eight coil used. A total of thirty-two coils were used in the procedure.